Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02763 and 3004209178-2011-83405.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer lost the insertion devices for the sensors and infusion sets. Nothing further was reported.